Event description:
The customer reported obtaining erroneously high platelet (plt) results for twenty-four (24) patient samples involving the coulter lh 750 hematology analyzer. The customer stated that subsequent plt quality control (qc) results recovered high and alerted the customer to the issue. The customer repeated the twenty-four samples on an alternate lh 750 analyzer and obtained lower plt results which better matched the patients' history and were considered correct. The initial erroneously high plt results were reported out of the laboratory; however, there was no change or affect to patient treatment in connection with this event. Qc results prior to the event were within the laboratory's established ranges. Data provided by the customer indicated that the initial samples recovered higher plt results without instrument generated flags for 23 out of the 24 patient samples. The instrument generated giant platelet flags on patient 22.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and observed that the plt counts were running approximately double the expected values. The fse replaced broken pinch valves vl11b and vl11c on the sweepflow module to resolve the issue and verified the repair as per established procedures.